Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy long periods') in a female patient who had essure (ess205) inserted. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿menorrhagia" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy long periods') in a female patient who had essure (ess205) inserted. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.